Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received a few inappropriate shocks due to oversensing of noise from the subcutaneous implantable cardioverter defibrillator (s-ICD) when programmed in alternate sensing vector. The patient was sleeping at the time of the shocks. Noise was able to be reproduced with provocation when touching and moving the device in alternate and primary sensing vectors. Secondary sensing vector did not have any noise. An x-ray was taken which did not reveal any findings. The physician programmed therapy off in the s-ICD and programmed the sensing vector to secondary. Boston scientific technical services (ts) was consulted and discussed the shock was due to a sudden loss of cardiac signal in combination with non-physiologic artefacts and baseline shifting. Ts noted that this noise is a result of sudden changes in the impedance pathway of the sensing vector. Ts further discussed potential causes and further troubleshooting options. The s-ICD and electrode remain implanted and no additional adverse patient effects were reported.

Event description:
It was reported that the patient received a few inappropriate shocks due to oversensing of noise from the subcutaneous implantable cardioverter defibrillator (s-ICD) when programmed in alternate sensing vector. The patient was sleeping at the time of the shocks. Noise was able to be reproduced with provocation when touching and moving the device in alternate and primary sensing vectors. Secondary sensing vector did not have any noise. An x-ray was taken which did not reveal any findings. The physician programmed therapy off in the s-ICD and programmed the sensing vector to secondary. Boston scientific technical services (ts) was consulted and discussed the shock was due to a sudden loss of cardiac signal in combination with non-physiologic artefacts and baseline shifting. Ts noted that this noise is a result of sudden changes in the impedance pathway of the sensing vector. Ts further discussed potential causes and further troubleshooting options. The s-ICD and electrode remain implanted and no additional adverse patient effects were reported. Additional information was received that the sensing vector was left programmed secondary and therapy was programmed back on.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.